Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment. It was noted that the cursor did not follow the finger touch when doing the test, and the cursor jumped around sporadically. It was noted that the programmer went to a black screen with an error message. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the programmer cursor did not follow the finger during testing and was observed jumping sporadically. An electromagnetic interference (emi) repair was performed to resolve the issue. The programmer software was reconfigured, reloaded, and updated; however, the programmer failed the final functional test. The link electronic module (lem) was subsequently replaced and calibrated. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.